Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, the locking mechanism on the dynamic hip screw (dhs) blade did not function. Surgery was completed successfully with no delay and no adverse consequences to the patient. This report is for one (1) dhs blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device history record (DHR) review: part: 04.224.080s; lot: l748291; manufacturing site: grenchen; release to warehouse date: 09 february 2018; expiry date: 01 feb 2028. Review of the device history record(s) showed that there were no relevant issues or nonconformances (ncs) during the manufacture of the product that would contribute to this complaint condition. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: a dhs blade was returned for investigation. Implant was forwarded to the manufacturing site and was checked for conformance to the specifications. Abstract from manufacturing investigation (see attachments): based on the investigation performed, the received condition of the complaint agrees with the complaint description since the blade could not be unlocked as claimed by the customer. However, this complaint is rated as not valid from the manufacturing point of view since all relevant features were checked and were found to comply with the specifications. The dhs blade was manufactured in february 2018 according to the specifications. DHR review showed that during the performed 100% function test, four pieces of initial 23 pcs were reported and returned from the supplier früh ag to depuy synthes grenchen due to functional issue. Thus, früh has opened a nc to document this nonconformance. Finally, the lot was released with 19 pieces. Therefore, this nc is not relevant to the complaint condition. No manufacturing related issues that would have contributed to this complaint were found. The exact cause of failure could not be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: must have been reported as (B)(6) 2018 in initial medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.